Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was not available to stryker for evaluation. There were no remedial actions taken. The devices are not labeled for single-use. Device not returned.

Event description:
This report summarizes 1 malfunction event in which the device trigger was sticking, which can indicate a condition of potential run-on. There was patient involvement; no patient impact.